Manufacturer narrative:
The date in which medacta products were removed is unknown. On (B)(6) 2016 the patient had the second step of the revision. The surgeon removed the spacer and implanted permanent prosthesis. The surgery was completed successfully. Batch reviews performed on 09 january 2017. Lot 154148: (B)(4) items manufactured and released on 24 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 4, code 02.07.0036rp, lot. 150875 (k113571) (B)(4) items manufactured and released on 24 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 6 right, code 02.07.1206r, lot. 113939 (k090988) (B)(4) items manufactured and released on 09 january 2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex 6/13 mm right, code 02.12.0613fr, lot. 143233 (k140826) (B)(4) items manufactured and released on 02 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient saw another surgeon due to signs of infection. The pathogen is not available. The surgeon removed all medacta components and implanted an antibiotic spacer. X-rays and explants are not available.